Event description:
It was reported that the patient experienced a procedure to adjust the inflatable penile prosthesis (ipp) pump due to the device not working properly. A patient outcome of stable was reported.